Event description:
It was reported that evita xl ventilator "failed to ventilate patient which lead to cardiac arrest and near termination of the patient." Patient was resuscitated and was subsequently taken to theatre. Ventilator was reported to have alarmed with apnea and airway obstruction alarms. Unit was in CPAP mode at the time. Drager service engineer checked out ventilator with different circuit and device check all ok. Examination of the circuit being used at the time showed a significant "blue" deposit all around the flow sensor housing and flow sensor itself. This deposit would appear to have contributed ot obstructing air pathway.

Manufacturer narrative:
Investigation has been started, but is not finished. Further information will be provided in the follow up report.